Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle, tip cover, and suction channel. There were no reports of patient involvement.

Manufacturer narrative:
E1: establishment name: (B)(6). In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the adhesive on the bending section cover had a chip and a crack; the adhesive on the bending section had a white-clouded area. Adhesives around the objective lens had a white-clouded area; adhesives around the light guide lens was peeled; and the light guide lens had a chip. Objective lens had a scratch; switch 1 had a cut. Switch 2 had a scratch; the switch box had a scratch; and the universal cord had a scratch. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The paint on the scope cylinder was peeled. Scope cylinder was shaved; the plastic distal end cover had a scratch; the connecting tube had a scratch; and the protector of the universal cord on the scope connector side had a scratch. The protector of the universal cord on the control section scope connector side had a scratch. The control unit had discoloration. Due to a scratch on the objective lens, the image had a partially dark area. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, it was not known what the foreign material was. The air/water nozzle was flushed with water and air; there were no abnormalities in the accessories used for reprocessing; the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges; and the air/water nozzle was flushed with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.